Manufacturer narrative:
It was reported that the patient's foley catheter burst while it was already inserted in the patient. Per the patient she has multiple sclerosis and gets a new catheter placed by her home health nurse every month. The patient stated she was sitting in her wheelchair and she felt the catheter burst inside her. The patient states she called her home health nurse who came back to her home, removed the catheter and replaced the catheter with a new catheter. The patient states she experienced pain when the catheter burst however no serious injury or follow up medical care was required. A sample is not available to be returned for evaluation due to the nurse disposing of the catheter. A sample has not been returned for evaluation however, due to the reported incident and the need for medical intervention, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the catheter burst while inside the patient.